Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which could impact booting. The philips field service engineer (fse) visited onsite and upon functional testing, the fse was unable to replicate the issue reported by the customer. Upon further inspection, it was determined that the alert originated from proactive monitoring (radar) and no actual issue was experienced by the customer. However, based on the detected error, the engineer recommended replacing the host pc. The confirmation of part replacement was not received from the customer site, and it was determined that the system was in good working order. The codes were updated based on the investigation outcome.